Event description:
It was reported that the patient was having problems with their spinal cord stimulator. The patient was experiencing a shocking or jolting sensation. It was noted that the issue began about a week prior to the report. The sensation was described as ¿like little tiny tiny bugs or something inside the skin¿ and every so often (like when you walk across the carpet you get a shock) it felt like that¿. The location of the pain was right beside the patient¿s implant incision. The patient felt like something was ¿crawling¿ and the patient¿s device was turned off. A nurse with the patient¿s doctor said it sounded like a lead had come loose. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n317046, implanted: (B)(6) 2012, product type: accessory, product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. (B)(4).